Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The foreign device distributor (B)(6) reported an issue encountered by one of their customers using the cpbp vacuum relief valve. The valve is a vacuum relief valve that is sold bulk non-sterile to the distributor for further processing into final, sterile packs. It was reported that the valve leaked during surgery. The end-user reported that this occurred on 3 separate occasions with 3 separate devices. The distributor reported they are from their same batch/lot of product. There was no information on the patient provided. The report stated the device leaked blood from the dome portion of the device. Volume of leaked fluid was not indicated. There were no patient complications reported as a result of the alleged event. A sample was returned to the manufacturer for analysis; see manufacturer report 1649914-2014-00059.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.